Event description:
The pt slipped and fell on some wet floors. Since then, the pt had a loss of therapeutic effect and no stimulation sensation. The pt was encouraged to contact his health care professional. Additional info has been requested, a follow-up report will be sent if additional info becomes available.